Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (thread was frayed) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num 2523835-2024-01641 the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before surgery it was found that the thread was found branching when opened. It is unknown whether the surgery was completed or not. Procedure details and patient impact were not reported.